Event description:
Additional information was received. The patient had a lead revision. The patient had good stimulation coverage after the new lead was implanted.

Event description:
It was reported that the lead slipped out of the epidural space after implantation. No patient injury was reported and the event occurred during "normal use" of the device. It was further noted that the patient was receiving greater than 50% relief from therapy. It was noted that the lead remained implanted. The patient was referred to another physician for a consultation. The patient outcome was not provided. Additional information was requested, but not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).